Event description:
It was reported that during a da vinci-assisted surgical procedure, after uterus was dissected, the surgeon tried to lift a tissue to check for bleeders when the tip of a force bipolar instrument fell off and dropped into pelvic cavity. It was retrieved. The procedure was completed with no reported injury. Follow-up: on 8/5/2020, intuitive surgical inc (isi) contacted the site robotics coordinator and obtained the following additional information about the complaint: she said the instrument was inspected before use and nothing was noted. She doesn¿t know the exact task the surgeon was doing when the instrument broke. The fragment that fell into the patient was rather large and was easy to find. The fragment was retrieved during the same procedure. No post operative test was needed. She is not aware of any injury post procedure. She didn¿t have the patient file with her, but did remember the patient was female.

Manufacturer narrative:
The instrument involved with this complaint has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated/confirmed the customer reported complaint "the tip fell off." For clarification, the instrument was found to have a broken grip. A piece approximately 0.178" x 0.650" was found to be broken. The broken piece was returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws.